Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reports a bulging silicone segment while infusing d5 ½ ns w/ 20 meq kcl at 100 cc/hour. The pump alarmed patient side occlusion; when the door was opened to check the patency of the tubing the nurse noticed the bulging silicone segment. There was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of bulging of the silicone segment was confirmed. Visual and tactile examination noted that a small section of the pump segment just below the upper fitment, remained slightly bulged and had been weakened. There were no other anomalies. Functional and pressure testing was performed and the bulged area remained throughout, which resulted in inflation of the bulged area. The root cause was not identified.